Event description:
In 2008, it was reported to boston scientific corporation that a stonetome stone removal device was used in an endoscopic retrograde cholangio-pancreatography procedure about 3 days prior (female pt, age and weight unknown). According to the complainant, "... The cutting wire broke when [the physician] went to perform the sphincterotomy." The physician successfully completed the procedure, with a second stonetome stone removal device. No pt complications were reported as a result of the event, and the pt was reported as "fine" following the procedure.

Manufacturer narrative:
The suspect device has been disposed by the complainant; therefore, an eval cannot be performed. The cause of the reported malfunction is undetermined. The device history record for the lot was reviewed; no anomalies were noted related to this event. A search of the complaint database did not identify any additional complaints recorded for the lot. The april 2008 15-month product family compliant trend report inclusive of all failure modes, was reviewed; no unfavorable trend was noted.